Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the discrimination channel. Noise could be reproduced. Dft testing was recommended. Device remains implanted.